Manufacturer narrative:
B3: event date is unknown. D1, d4: product identifiers are unknown. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior correction/revision of growth rod and scoliosis for posterior fixation at t3-l4. It was reported that during the patient¿s 6-month post-operative imaging, it was observed that the l4 cnmas tulip had shifted completely, with the rod slipping through the tulip even though the set screw remained firmly in place. As a result of this shift, the patient has begun to tilt forward, but the exact moment when the rod slipped through the l4 screw is unknown. No further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review concluded that: 1) lateral x-ray looks uncountable. The inferior aspect of one of the posterior fusion rods is out of the screw tulip. 2) ap x-ray of (1) - rod is out at bottom of construct at l4 on one side. 3) ap x-ray - rod appears through tulip on this image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.